Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of a transcatheter aortic valve replacement (tavr) due to aortic regurgitation of this bioprosthetic valve, implanted twenty nineteen (19) years, six (6) months. Patient received a 26mm sapien valve with no adverse patient effects reported as a result of intervention.